Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a knee arthroscopy, the electrode of the "werewolf flow 50° coblation wand" overheated, this was noticed due to alarm. Continuous operation without operation. The procedure was successfully completed without significant delay using a back-up device. No patient injuries or other complications were reported.

Manufacturer narrative:
Part of the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection of the returned instrument shows the suction tube has been cut and removed from wand. No manufacturing abnormalities. The data extracted revealed the wand was activated previously and experienced an ¿ambient sensor not detected notification¿ error. A functional evaluation could not be conducted due to tubing being cut and removed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The complaint was not confirmed and the root cause could not be determined as the condition in which the device was received did not allow for evaluation of the reported complaint. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during surgery, the "werewolf flow 50° coblation wand" overheated. The procedure was successfully completed without significant delay using a back-up device. No patient injuries or other complications were reported.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was an isolated event. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.